Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and the tubing of a minicap transfer set. This occurred during use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient connector was positioned correctly in the silicone tubing. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. There were no issues during connection between in lab titanium adaptor and patient connector; therefore, the sample met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.